Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision surgery due to breakage of a trident ceramic insert.

Manufacturer narrative:
An event regarding crack/fracture and metallosis (altr) involving a trident liner was reported. Fracture of the liner was confirmed. Altr was not confirmed. Method & results: -device evaluation and results: visual inspection was performed as part of the material analysis report (mar). Images of the device are included in the mar. The mar indicated: the acetabular insert exhibited damages consistent with explantation and the breakage of the ceramic insert. The titanium sleeve of the trident sleeve assembly exhibited notable wear consistent with contact from the ceramic femoral head after the ceramic insert broke. None of the ceramic insert was returned inside the titanium sleeve. The mar conlcuded: ""damages observed on all returned components were consistent with damages from the ceramic liner breaking. Nothing could be learned of the cause of the breakage as all primary fracture surfaces were destroyed. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis was performed and concluded that "no material or manufacturing defects were observed on the surfaces examined" the exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, histopathology, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Revision surgery due to breakage of a trident ceramic insert. On 03/13/17 fax to (B)(6) received: "intervention for at least partial change of the left hip prosthesis of a patient, prosthesis placed on (B)(6) 2008. Intervention motivated by hip pain. According to the radios, suspicion of rupture of the ceramic, either at the level of the head or at the level of the insert. During the procedure, confirmation of fracture of the ceramic insert. During the procedure, the surgeon saw the fracture of the insert and severe metallosis due to the fracture of the insert. Wide excision, a sign of a moderate loss of substance in the acetabular bone, and of a very sclerotic bone due to metallosis. Re-implantation of a double-mobility acetabulum."